Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer had the pump in a bag and the pump touch screen became cracked and unreadable due to the damage. Customer's blood glucose was 180 mg/dl. Reportedly. Customer reverted to a backup pump for insulin therapy.